Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient information was requested, but no information was provided. The device was not returned for evaluation.

Event description:
It was reported by the fsa that a surgeon was performing an anastomosis using gore-tex suture and while suturing the gore propaten vascular graft to the artery during bypass, the needles were separating from the suture and the suture seemed to fray at the ends. No harm was noted to patient and the suture used was not available for return.